Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a reload inside of a plastic bag from the top view. However, due to the position of the cartridge inside of the package, the condition of sled cannot be determined. Based on the photo alone, the event described cannot be confirmed. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results showed that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy surgery, the device would not fire farther after firing 4/5 when severing the blood vessel tissue on the second firing. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.